Event description:
During a pt use, it was reported that the device displayed "left arm leads-off" and "left leg leads-off" messages and lost power on its own twice. The device was used for monitoring purposes and its use had no adverse effects on the pt. There were no further details on the event and/or the pt provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported event could not be determined.